Event description:
It was reported that the right atrial lead exhibited failure to capture.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
New information received on 12 jan 2021 indicating that the patient presented in clinic for follow up. Upon device interrogation, the right atrial lead exhibited failure to capture. The lead was otherwise electrically stable. The patient presented for procedure and the lead was addressed. No further issue was noted post procedure.

Event description:
New information received on 11 feb 2022 indicating that the patient presented on (B)(6) 2022 for procedure. Correction: new information received on 12 jan 2022 indicating that the patient presented in clinic for follow up. Upon device interrogation, the right atrial lead exhibited failure to capture. The lead was otherwise electrically stable. The patient presented for procedure and the lead was addressed. No further issue was noted post procedure.